Event description:
The complainant reports the oxygen supply tubing 'came out' and the two one-way valves 'fell off' immediately after placing the oxygen mask on the patient. The complainant adds the defective oxygen mask was removed and replaced with a 'mask that worked' and there were no adverse effects to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.